Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.